Manufacturer narrative:
Concomitant medical products: sedr01 ipg implanted: (B)(6) 2009. The manufacturing date and use before date could not be located in the manufacturing database.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was also reported that there had been lead warnings for low impedance on the right atrial (ra) lead. The patient was also noted to be feeling nerve and muscle stimulation in the pocket from the ra lead. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.